Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the statlock - left wing broken, outside edge of left wing very sharp. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event in this report is the date that the failure was discovered during evaluation of the returned device. The complaint of deformation of the statlock securement latch is confirmed and was determined to be related to manufacturing. One statlock crescent with fixed posts was returned for evaluation. An initial visual observation revealed no obvious use residues throughout the retuned statlock stabilization device. It was observed that the paper backing was attached to the device. The right latch was observed to be in the closed position. The left latch was observed to be in the open position. A microscopic observation revealed the left wing was observed to have a crease on the outside of the hinge with what was observed to be some sharp glue. This complaint was forwarded to the manufacturing facility for further investigation.

Event description:
It was found during an investigation that additional statlock returned had left wing broken, outside edge of left wing very sharp. No other information provided, at this time.